Event description:
The patient reported having several events with v-go within the last month. Patient reported that the needle button popped out today, maybe after 3 hours approximately. The patient indicated that she has reported all previous events. The patient indicated that she wears the v-go on her abdomen.